Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a legacy full height drawer 5 main failed due to a faulty controller board. A field service engineer replaced the keyboard cover, installed a backup battery, bumper and network port plugs. Additionally, the main full height drawer 6 was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered the users ability to access medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered the users ability to access medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer was failed due to a faulty controller board. The field service engineer replaced the drawer. Drawer was properly configured in storage space to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.